Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, during set inspection prior to surgery it was found that the small lock screw (number 2) in between the green m-l adjustment piece was jammed. It appears to have cross threaded and therefore was immovable. This meant that the ml adjustment could not be locked. The ml movement was very stiff but still movable, therefore the case still went ahead, successfully. No patient complications were reported.